Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. A photo was received from the account which appeared to show a cobra deformation during deployment of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and without the device to analyze, the cause of the reported deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 15mm amplatzer septal occluder was selected for implant using an 8f amplatzer torqvue delivery system. During the procedure, the device was observed to deform into a non-conforming shape, resembling a cobra configuration. The deformed device was not released inside the patient; it remained attached to the delivery cable and was successfully retrieved. The procedure was subsequently completed using a different 16mm amplatzer septal occluder. The patient¿s anatomy was noted to be complex, with a small left atrium, requiring multiple manipulations and recaptures. There was no clinically significant delay during the procedure, and the patient remained hemodynamically stable throughout.